Manufacturer narrative:
This lead was cut during the explant procedure and was discarded. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged two years prior. It was reported the original physician at that time elected to leave the lead implanted. Now a lead revision was performed were this lead was explanted and a new lead was successfully implanted. To date, no adverse patient effects were reported.